Event description:
It was reported that the patient with this implantable cardioverter-defibrillator cardiac resynchronization therapy defibrillator (crt-d) displayed alert due to high out-of-range shock impedance measurements on the right ventricular (rv) lead. Which led to this crt-d exhibiting beep tones. The health care professional (hcp) reached out to technical services (ts) for review and consultation of the date of this patient. Upon review, ts discussed possible causes and provided troubleshooting options. The hcp indicated that this patient is going to continue to monitor remotely. At this time, the product remains in service and no adverse patient effects were reported.